Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the patient underwent generator and lead replacement due to lead discontinuity. It was reported that the explanted devices were discarded; therefore, no product analysis can be performed.

Manufacturer narrative:
Date of event; corrected data: the previously submitted MDR inadvertently reported the event date incorrectly. This report is being submitted to be submitted to correct this data.

Event description:
It was reported that the patient¿s device showed high impedance during an office visit on (B)(6) 2014. No know surgical interventions have occurred to date.